Event description:
A report was received that the patient underwent an explant procedure due to pocket site pain. The physician suspected device malfunction. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical and performance tests performed. The source of the pocket pain was not verified. Current leakage tests and residual gas analysis verified that there was no loss of electric current or spurious signals into the surrounding tissue as a result of faulty insulation. The monitored stimulation found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. The device passed all required tests. The device exhibited normal device characteristics. Device evaluation indicated that the paddle lead exhibited clear lead body cuts, wire exposures, and paddle dislodgements. Since there was no complaint of high impedance, and the damage was similar to the typical explant damage, it was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to pocket site pain. The physician suspected device malfunction. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.